Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female patient (age nos) who received "multiple" poly-l-lactic acid (sculptra) treatments (dates of therapy nos). Relevant medical history was not mentioned. Concomitant medications included hrt (hormone replacement therapy nos). On an unk date, the patient developed three lumps on her lower face which were lateral to her chin. Corrective treatment, if any, was not reported. Event outcome is unk.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional information received on 04/15/2008: (B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow up information received 04/28/2008 from the doctor: the patient was not taking any concomitant medications therapies or facial treatments. It is unk if the patient has experienced similar events after poly-l-lactic acid (sculptra) treatment. The patient had not experienced similar events after treatment with any other product. No histology or laboratory tests were performed. On (B)(6) 2007 the patient received treatment with poly-l-lactic acid, 6ml diluted volume with a total of 1 vial injected. Batch a6013. (B)(6) 2007, patient received 6 ml with a total of 1 vial injected. Batch a6013. (B)(6) 2007, patient received 7 ml diluted volume with a total of 1 vial injected. Batch a6013. All treatments were injected into the mid and lower face. The doctor stated that the patient had 2 vial of poly-l-lactic acid injected in (B)(6) 2007 from another source. He did not know the details of the treatment. He was always reluctant to treat this patient with poly-l-lactic acid as she had treatment elsewhere with this product. The adverse event might be secondary to that treatment and not to his treatment. The doctor has not had any other problems with this treatment. The patient did not receive any corrective treatment. The event is persisting. The causality assessment between the events and poly-lactic acid was reported as unlikely.